Manufacturer narrative:
Upon evaluation of data pulled from the altrix device, it was determined there was no malfunction of the device and the issue was due to user error. H codes updated to reflect investigation results.

Event description:
It was reported that that altrix device does not heat/cool quickly enough. There was patient involvement but there are no reports of adverse consequences or clinically relevant delay in treatment.

Event description:
It was reported that altrix device does not heat/cool quickly enough. There was patient involvement but there are no reports of adverse consequences or clinical relevant delay in treatment.